Event description:
It was reported that (1) 511sm device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the trocar was engaged and wouldn't let the blade cut through the abdominal wall. Another trocar was opened and worked fine. There was no consequence to the pt.